Manufacturer narrative:
On january 29, 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 350cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 1.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 8, 2021, mentor became aware that the patient had undergone replacement with the following device: 350cc mentor smooth round moderate profile saline (catalog: 3501655 lot: 9501936 sn: (B)(6)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with a 350cc mentor siltex round moderate profile saline breast prosthesis on the left side, suffered left breast implant deflation, post-procedure. The patient self-diagnosed the deflation when they woke up and noticed that the left side was smaller than the right side. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.